Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 562mg/dl, and she had changed the infusion set three times. The caller stated that her glucose level dropped to 462mg/dl, but went back up again; she treated with the insulin pump and manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. After locating a tubing clamp, the customer called back to perform the high pressure test and the test failed twice. Advised the caller that the insulin would be replaced. No further information was provided.